Manufacturer narrative:
Visual, dimensional, and functional analysis was performed on the returned device. The reported difficulty to insert was unable to be confirmed due to the condition of the returned delivery catheter (dc) pod. The support structure was broken on the filtration element confirming the reported break. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no indication of a lot specific product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It may be possible that the filter was pulled into the pod too quickly or with excessive force causing damage to the delivery catheter pod and the filter support structure preventing the filtration element from being able to load properly; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Event description:
It was reported that during preparation of an emboshield nav6 embolic protection system (eps), the filter element could not be completely pulled into the delivery catheter pod (dc pod) and the support structure was broken on the filtration element. There was no patient involvement and no clinically significant delay in the procedure. Another device was prepared and used to successfully complete the procedure.